Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for eval. Per the reported event details, a hand syringe was used to inflate the device; therefore, the pressure of the balloon was unk.

Event description:
It was reported that the pta balloon ruptured during the first inflation at an arterial anastomosis. During retraction, the balloon became ledged in the introducer sheath and some of the balloon material detached. An angiogram was performed in an effort to locate the balloon material; however, the balloon material could not be seen in the vessel and there was good blood flow. No further efforts were made to locate the balloon material. There was no reported pt injury.